Event description:
Customer reported via phone, the insulin pump had alarmed no delivery and she believes its due to the infusion set since she is really thin. Customer's blood glucose was unknown. Customer declined troubleshooting and stated she will speak to her doctor. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.